Manufacturer narrative:
Following investigation by bioengineering, it was confirmed that one of the balseals was missing from the product assembly. However, from the information provided, it could not be confirmed when/where the component had become detached. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Following receipt of further investigation information, the complaint shall be re-opened and an addendum added. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The spring fell off the spacer block and was lost.